Event description:
Caller reported discrepant inform system results. Tests on (B)(6) 2012: 17:46 - 37 mg/dl on inform system 1 17:49 - 125 mg/dl on inform system 2 17:52 - 99 mg/dl on inform system 2 no adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1. Medwatch with identifier (B)(6) is for inform system 2.